Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient had a large scab at the incision site which was suspected to be e rosion/infection. It was further reported that the device detected pause episodes due to undersensing and artifact. The device remains in use. No further patient complications have been reported as a result of this event.